Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the eye. The surgeon reports lens rotation. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Pt info: unk. Event date: unk. Common device name: unk; esubmitter does not allow for blank/unk entry. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Manufacturer narrative:
B5 - reportedly lens rotation has been resolved. Claim# (B)(4).

Manufacturer narrative:
B5 - lens was explanted. Claim# (B)(4).